Manufacturer narrative:
Concomitant medical products: 5568-53 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low and no measured p-waves on the right atrial (ra) lead. Additionally, there was one undersensed r-wave on the right ventricular (rv) lead that coincided with an atrial paced event. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.